Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was possibly a chemical residue like dry glue - however, the material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU):. IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and the customer allegation was confirmed. A full technical evaluation revealed that the nozzle of the insufflation channel was clogged by foreign translucid chemical residue, that seemed to be dry glue. The glue probably leaked in the nozzle during the procedure and clogged it. This was found during incoming inspection and without detrimental deformation of the nozzle. The issue was suspected to be due to user mishandling. Additional findings included a worn-out bending section cover glue, damaged light guide lens, buckled insertion tube and torn boot, damaged objective lens, scratched air/water cylinder, out of specifications bending angulations, and cracked connector. An annual preventive maintenance of the biopsy channel and keytop 1 was also indicated. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was lack of insufflation while using the evis exera iii colonovideoscope during an unspecified examination. The device was returned to olympus and upon inspection and testing of the returned device, the nozzle of the insufflation channel was found clogged by a foreign translucid chemical residue, that seemed to be dry glue. This report is being submitted for the reportable event found during evaluation. There was no harm or user injury reported due to the event.